Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event and was treated with injection intraperitoneal vancomycin (1 gram once in five days) and injection fortum (daily, dose and route not reported). At the time of this report the patient had recovered from the event. Pd therapy was ongoing. No additional information is available.